Manufacturer narrative:
Device not available for evaluation.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient had pre-existing vessel disease. In addition, the patient was outside the indications for use, and the physician elected to proceed with the case as a vent case by placing bilateral stents in the renal arteries. Approximately one day post index procedure, the patient experienced an absent pedal pulse on the left side. A thrombectomy re-intervention was performed on the left side. Two days index procedure, the patient experienced an absent pedal pulse on the right side in the presence of a pre-existing non-endologix implant. Another thrombectomy re-intervention was performed on the right side. The patient subsequently expired following the re-intervention.

Manufacturer narrative:
The most likely cause of the distal loss of seal was found to be user related, due to the intentional use of a non-endologix cuff in the distal common iliac artery due to the off-label distal common iliac artery diameter. The elongated aorta in combination with the short common iliac artery length and increased distal left common iliac artery diameter caused the distal (non-endologix cuff) to pull into the sac, causing a type ib endoleak. The final patient disposition was reported as doing well after re-intervention to resolve the type ib endoleak. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.